Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported right side "pain" and "mastitis". The patient also reported "fatigue", "headaches" and "hot flashes"; these events are not device related. Healthcare professional reported right side seroma, patient's concern with textured product and unknown side rupture. Device has been explanted.